Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to user misuse.

Event description:
Trial insert was returned from the sales agency stating, "normal wear and tear." This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt.